Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for medical device site joint pain. Event is serious and is considered severe. Event is not related to device and is definitely related to procedure. Date of implantation: (B)(6) 2020. Date of event (onset): (B)(6) 2020. (Right knee). Treatment: physical therapy, and manipulation of knee under anesthesia.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.